Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative reported the surgeon felt that the lead movement was normal migration and was not concerned with the movement. The surgeon was interested in determining if the damage he¿d done to the lead upon removal was significant enough to have made the lead ineffective. Symptoms related to the lead being in the incorrect position were noted as insufficient symptom relief. The surgeon had an x-ray done and confirmed that the lead had moved.

Manufacturer narrative:
Analysis of the lead, model 309328, serial/lot no. (B)(4), found no significant anomaly, the lead distal end insulation broken under electrode.

Manufacturer narrative:
Concomitant medical products: product ID 309328, lot# 0207059696, implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) via a manufacturer representative reported during a procedure to reposition a lead because the lead was in the incorrect position, the hcp damaged the lead. Factors noted to have led to the event were the hcp pulling on the lead during the procedure. No diagnostic/troubleshooting took place as the hcp wanted to implant a new lead as there was visible damage to the lead once he damaged it. A new lead was implanted and the issue was resolved. No symptoms were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.